Event description:
Customer reported he woke up to blood glucose over 600 mg/dl. Customer took an injection and reading at 10:00 am was still over 600mg/dl by noon it dropped to 354 mg/dl. Symptoms were thirsty, headaches, and very tired. Customer's drive support cap appeared to be normal. Customer disconnected at quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings on the device were correct. High pressure test was performed and device passed. Customer removed the site and the cannula was not bent. Customer will monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.